Event description:
The customer reported that the monitors were blanking out due to the interconnect cable.

Manufacturer narrative:
The ge service rep was monitoring the interconnect. There were no further problems since the interconnect was replaced with a loaner. He removed the loaner and replaced it with a new interconnect. The system functions as intended.